Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricle lead exhibited oversensing of noise. The patient did not get any inappropriate shocks due to the oversensing. The lead was capped and replaced on (B)(6) 2020 during routine device change out procedure. The patient was in stable condition.